Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the tip of the elevator fractured while elevating a third molar from the socket. The tip was retrieved and the surgeon used a crane pick to complete the procedure. There was a five minute delay to the procedure and no injury to the patient.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.